Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a pump alarmed for no disposable. The pump was stopped and restarted, the settings were reviewed and the pump displayed run. A couple of small air bubbles were detected in line. Again the pump alarmed for no disposable, clamp tubing. The patient was instructed to stop and restart the pump, but the pump continued to alarm. The patient was instructed to clamp the tubing, unlock the cassette and check for air in the line then reattach the cassette, unclamp the tubing and restart the pump. The pump was then running correctly. No patient injury was reported.